Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading is 198 mg/dl. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to loose/flush drive support disk. Motor tested ok.